Event description:
It was reported that during a lap nissen fundoplication procedure, the blade tip broke off. It was retrieved. Another instrument was used to finish the case with no patient consequence.